Manufacturer narrative:
The three devices subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the packaging of the devices were damaged. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if packaging is unopened and undamaged." The root cause is undetermined.

Event description:
It was reported that the packaging of three devices was damaged and cracked. It was also reported that these devices were not used on a patient and the sterile area was not compromised.